Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The IFU state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the patient. Hemostasis can be achieved by applying manual pressure. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The IFU also states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.

Event description:
It was reported a physician performed ultrasound guided punctures of the right and left common femoral arteries, and a stent angioplasty procedure at the level of the iliac bifurcation. The angiographic images observed during the procedure demonstrated the patient was suitable for angio-seal deployment. The device was introduced successfully into the sheath and first click was heard, however, while pulling back the device, the physician felt resistance and was unable to hear the second click. The physician continued to the next step of deployment, but again felt resistance while pulling back on the device, but decided the safest option for the patient was to not to continue. The physician opted for a right femoral angiogram, while the sheath was still in the left femoral artery and noted the entry point of the sheath was seen at approximately 1 cm superior to the superficial femoral artery / profunda bifurcation. The artery was said to be normal and of good diameter, with no disease and no other bleeding / complication could be seen. The physician decided to leave the sheath in the patient and refer the patient to a vascular surgeon for surgical removal. The physician that attempted to deploy the second angio-seal on the left puncture. The same difficulty obtaining the second click while pulling back the device was encountered. The procedure was abandon. The physician noted some bleeding at the puncture site, so manual compression was applied with the sheath still in place. The patient was taken to surgery with two angio-seals partially deployed in each leg. The device removal was successful and the patient was reported to be fine afterwards and was discharged from the hospital. Reference medwatch number 3003681312-2010-00049 for the second angio-seal used in this case.